Event description:
On 27-aug-2025, the user¿s infusion set was accidentally pulled off, resulting in a blood glucose (bg) of 253 mg/dl after being disconnected from the ilet for about an hour. The infusion set was replaced, and insulin delivery was successfully resumed. The user's highest blood glucose (bg) recorded was 253 mg/dl. Bg was corrected by changing supplies and reconnecting user to the ilet. No symptoms or medical intervention were reported during the event.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.